Event description:
Hill-rom technician reported that the nurse manager told him that this bed would not place a nurse call. He reported that there were no injuries reported. He said that the pt was using a pendant to call the nurse.

Manufacturer narrative:
Tech replaced the sidecom board, and nurse call functioned properly.